Event description:
During t2 ph surgery, when the screw was inserted in most proximal screw hole of the nail, the surgeon felt that the screw came in contact with screw hole of the nail. In the drilling, drill did not come in contact with the nail. Afterwards, the drill came in contact with screw hole of the nail when distal screw hole (round hole) of the nail was drilled. Therefore the surgeon drilled the distal screw hole of the nail by the freehand technique. Afterwards, when the surgeon inserted the end cap, the end cap was not able to be inserted. The surgeon confirmed thread of end cap was deforming. Therefore, the surgeon changed the end cap to the brand new end cap. However the brand new end cap was not able to be inserted.

Manufacturer narrative:
Associated devices: proximal humeral nail, cannulated, left 8 x 150 mm, catalog # 1832-1035s, lot code: k659663. 2 end caps. Catalog # and lot code: unknown. Summary of evaluation: evaluation revealed the targeting arm to be the primary product. No visual damage was found on the targeting arm. The reported distal mis-drilling was reproducible. Functional testing of the returned device with the sample drill showed that the drill hit the complained nail hole slightly. The metal nail adapter of the targeting arm was found slightly loosely. The secondary reported issue (end caps did not fit into nail head) could not be evaluated because the products were not returned. However, it was noted that the threads of the nail heads were tested and passed an in-house inspection. Most likely the head thread was damaged by the first end cap, either the end cap thread was already damaged or the end cap was inserted incorrectly.